Event description:
This pt experienced non-auditory pain, strong headaches and tinnitus on the side of the implant. Although device testing confirmed normal implant function, the pt elected to be reimplanted in 2004.